Event description:
It was informed that the ptfe pad of the subject device was separated during a trans abdominal esophagectomy into a half and hour. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and partially separated. As the result of checking the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was partially separated, because the doctor activated output in seal & cut mode without grasping tissue. This report is being submitted as a medical device report in an abundance of caution.